Manufacturer narrative:
E1: patient city: (B)(6) . Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united states, it was reported that patient faced high blood glucose and diabetic ketoacidosis event on (B)(6) 2024. The patient went to the emergency room on (B)(6) 2023 and was hospitalized for 2 days. The blood glucose value at the time of hospitalization was 588 mg/dl and current blood gluose value was 199 mg/dl and there was positive ketone value. The patient was feeling sick, was unwell, tired, weak and was having severe chest pain and back pain at the time of hospitalization. The patient was treated with insulin drip for 2 days and was released from hospital on (B)(6) 2023. No further information available.